Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge was advanced for dilation. However, after multiple inflations the balloon ruptured. The procedure was completed with wolverine cutting balloon. There were no patient complications nor injuries reported.